Event description:
It was reported that there was premature battery depletion and the device was at eri (elective replacement indicator). It was also noted that during the life of the device, there were episodes of external 50 hz noise on the atrial and rv (right ventricular) channels, and inappropriate shocks were received. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 4195 implantable pacing lead, (B)(6) 2008; 5554 implantable pacing lead, (B)(6) 2008. (B)(4).